Event description:
It was reported that the patient was presented remotely via merlin.net. Upon review of the transmission, it was noted that the right atrial (ra) lead exhibited under-sensing. No intervention was performed. The condition of the patient was unknown.